Manufacturer narrative:
B5: the quantity was reported as two (2). D4: potential lot#'s ur17e02113, ur20k08056, or ur21c12046 h4: the potential lot number ur17e02113 was manufactured on 03may2017, potential lot number ur20k08056 manufactured on 10nov2020 and potential lot number ur21c12046 was manufactured on 12mar2021. H10: two (2) devices were received for evaluation. During visual inspection, device one was observed broken at the inlet of the part next-gen luer activated device. No further testing could be performed on device one due to the condition it was received. The reported condition was verified. The cause of the condition could not be determined. The second device underwent a visual inspection which did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including clear passage and pressure testing were performed ; and the device operated per product specifications. The reported condition was not verified for the second device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was "a few weeks ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector appeared cracked. During "cleaning" of the patient's mediport "to give a med", "a piece of plastic came off". The event occurred during "intermittent" infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.